Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 03.010.424, lot # 2512161. Manufacturing location: (B)(4), manufacturing date: may 31, 2010. No non conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: the customer reported that the product shows signs of wear. During the manufacturer evaluation of returned part, it was found that the thread of the tip is broken off. The broken part is available and was not left in patient. This report is for one (1) driving cap. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (connector for insertion handle for pfna, part number 03.010.424, lot number 2512161). The returned part has heavy wear and tear signs as mentioned in the complaint description. There are several traces of hammer impact on the head as well as at the connector's shaft. Furthermore we found that the threaded forepart is broken. The manufacturing documents were reviewed and no complaint related issues were found. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. Based on the bad condition and the age of the connector, produced and released to warehouse in may 2010, we can assume that this product underwent excessive force application during its usage. Therefore we do suppose that the cause of the breakage is the result of a mechanical overload situation during use. The fracture face was inspected with a 10x magnification and the surface structure was found homogenous, which indicates material conformity. Because of the damage, the dimensions cannot be checked. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.